Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting.

Event description:
It was reported that at the user facility, the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.